Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address pseudotumor and metallosis reportedly caused by impingement on the neck of the stem. No information could be obtained regarding any possible malpositioning of the components. Because the hip is the metal-on-metal type, the head and liner are being reported as possibly contributing to the pseudotumor and metallosis. Update has been electronically attached to the complaint document. Update 04/11/2016 - pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported loss of mobility, pain, joint locking, multiple illnesses requiring emergency room visits or urgent care visits. Medical records reported left hip impingement of cup and stem posteriorly, metal debris, increased metal ions with lab results greater than 7 parts per billion, osteolysis, and left leg shorter than right leg. Revision surgical note reported a pseudotumor, a gouge on the posterior femoral neck, metal debris from neck and acetabular component impingement, and one screw missing part of head that appeared to have been broken at time of implant. Com updated,stem, cup and one screw added to the complaint.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records for the provided product and lot combinations did not reveal any related manufacturing deviations or anomalies. Medical records were reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).